Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported by the patient's wife that her husband has passed away on (B)(6) 2019. There was no additional information on this event. Attempts was made to contact the patient's wife to obtain additional information about the event, but there was no answer, so a voice message was left to call us back.